Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. A.5 revised ethnicity as previously entered incorrectly. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised unique identifier (UDI) # as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was discarded but the device was not returned. Type of investigation codes has been updated to reflect device not returned.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to left ventricular assist device (lvad). While on impella support, the patient had a drop in hemoglobin and hematocrit and the patient had excess oozing at the access. The patient received multiple blood products. The patient was successfully implanted with lvad.